Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope's lens surface had adhesive. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.